Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failure of flash memory alarm. The customer's blood glucose was 159 mg/dl at the time of incident. Customer stated the alarm occurred during the rewind/prime sequence. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. However, unit received alarming followed by an new software release detected alarm due to fracture solder joints on mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to and new software release detected alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.